Manufacturer narrative:
No sample was returned; therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the release criteria. Because a sample was not returned, the root cause cannot be determined. The shunt remains implanted in the pt's eye. There have been two other similar complaints reported in the lot number. No further info is expected. (B)(4).

Event description:
A surgeon reported that six days after a glaucoma filtering shunt was implanted, the surgeon observed that the shunt was touching the iris. The reported postoperative intraocular pressures and visions indicated that the intraocular pressure had slowly increased over time and that the pt's best corrected vision had decreased over time. The surgeon reported that there is no harm to the pt. The shunt remains implanted. No further info is expected.